Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave (ffrw). It was also reported the ffrw oversensing led to detection of an atrial tachyarrhythmia and delivery of anti-tachycardia pacing. The ra lead remains in use. No further patient complications have been reported as a result of this event.